Event description:
It was reported that during a coronary artery stenting treatment procedure balloon withdrawal resistance occurred. The lesion being treated was located in the left anterior descending artery. A 6f guide catheter was advanced, predilation was performed, and a 2.75x28mm taxus liberte stent was placed. During removal of the stent delivery balloon "severe" balloon withdrawal resistance was encountered. The physician attempted to remove the delivery balloon by inflating and deflating the balloon, pushing forward and pulling back several times with deep seating of the guide catheter. The balloon was successfully removed after approximately (B)(6). There were no reported patient complications and the patient status was okay.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).